Event description:
Philips received a customer complaint regarding a v60 device, indicating that the oxygen manifold/transport kit was damaged. Specifically, one of the threaded connections for the hose was found to be damaged. It was reported that there was no patient involvement at the time the issue was identified. The customer evaluated the device with the assistance of a remote service engineer (rse), who confirmed the reported issue and verified that there were no issues with the unit itself. The rse informed the customer that philips does not sell individual components for the oxygen manifold/transport kit and that the entire kit would need to be ordered. The rse provided the part identification number for the oxygen manifold/transport kit, including hoses and bracket. The customer plans to order the kit and install it on the v60 stand. The investigation is ongoing; therefore, resolution and disposition are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.